Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00010 on 19-jan-2024. Additional information (26-jan-2024): siemens received additional information from the customer and updated section b6. Siemens reviewed the services performed by the customer service engineer (cse) and noted the issue occurred after the customer's water supplier changed the water supply lines and sanitized the water supply system. The sanitizing solution contaminated the incoming water to the atellica (B)(6) analyzer. The water supply provider replaced the ion exchange bottle and flushed the water supply lines. The siemens cse flushed the analyzer receiving water from that supply line to remove contaminated water from the analyzer, and the water supplier resolved the issue. The cause of the event is the water supply system. The atellica (B)(6) analyzer performed as specified. No further action was required.

Manufacturer narrative:
An outside united states (ous) customer stated that quality control (qc) was out of range and that discordant enzymatic creatinine_3 (ecre3), triglycerides_2 (trig_2), cholesterol_2 (chol_2), ldl cholesterol (ldlc), and uric acid (ua) results were obtained on the atellica ch 930 analyzer with serial number (B)(6) and reported to the physician(s). The customer informed siemens that a non-siemens water supply connected to the analyzer had been serviced and sanitized by the water supply provider; therefore, they requested service to be performed by the vendor and siemens. The customer used the same samples to perform repeat testing on alternate analyzers and obtained the correct results. The customer stated the water supply provider had been sanitizing the water supply after some changes to the water supply lines and stated that test strips used after sanitation didn't show that the water was not clean; however, the water supply was connected to the analyzer and switched on around 9 am, and the atellica analyzer started to get water with a sanitizing solution. Siemens dispatched a siemens customer service engineer (cse) to the customer site. Siemens noted that the water supply provider had replaced the ion exchange bottle and flushed the lines. The siemens cse flushed the water from the analyzer and verified the analyzer's operation, after which the customer resumed testing. The potential cause of the event is the non-siemens water system. The atellica ch 930 analyzer performs as specified, and no further action was required.

Event description:
The customer stated that quality control (qc) was out of range and that discordant enzymatic creatinine_3 (ecre3), triglycerides_2 (trig_2), cholesterol_2 (chol_2), ldl cholesterol (ldlc), and uric acid (ua) results were obtained on the atellica ch 930 analyzer with serial number (B)(6) and reported to the physician(s). The customer informed siemens that a non-siemens water supply connected to the analyzer had been serviced and sanitized by the water supply provider; therefore, they requested service to be performed by the vendor and siemens. The customer used the same samples to perform repeat testing on alternate analyzers and obtained the correct results. There are no known reports of patient intervention or adverse health consequences due to the event.